Event description:
It was reported that right ventricular (rv) lead was fractured. The physician did not want to perform an extraction. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.